Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found no abnormalities with the output volume or alarms of the device. In addition, the esg-400 generator was tested using a hand piece and activated and coagulated when the ¿seal or seal & cut¿ button was pressed. There was no evidence that the device activated spontaneously. A visual inspection was performed and found no irregularities on the neutral electrode, universal, and bipolar and monopolar connectors. The device was tested with a test metron electrosurgery analyzer, using two different test monopolar hand switches (wb979013 and wb979014) and a double foot switch. The contact quality monitor function, output power, and high frequency leakage current measured within standard specifications. The volume of the generator could have been set to an inaudible level during the procedure. The cause of the reported event could not be determined as the customer's thunderbeat device was not returned to olympus for evaluation; however, the operator¿s technique is the most probable cause for the reported event.

Event description:
Olympus was informed that at the start of a total laparoscopic hysterectomy (tlh) procedure, the thunderbeat hand piece burned the patient's bowel. The hand piece was placed underneath the patient's uterus without activation, and when the physician lifted the patient's uterus, a light smoke and a small burn on the patient's bowel was found. There was no patient perforation. The physician removed the thunderbeat device from the patient and tested in the air and no abnormalities were noted. The procedure was completed using a different thunderbeat hand piece and transducer. In addition, it was reported that the generator did not produce an activation tone when the smoke and burn was found. The generator was inspected and found to be working appropriately. The procedure was completed using a different thunderbeat hand piece and transducer. The patient required a laparotomy procedure to suture the small burn. The patient is reportedly doing fine. This is report 2 of 3.